Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - femoral angiogram not taken prior to procedure, use of device in superficial femoral artery, and use with a 12f/14f sheath. (Per the instructions for use, a femoral angiogram is to be performed to verify site location. The device is not to be used in the superficial femoral artery as the puncture site may result in patient injury. The device is indicated for use with a 5f to 8f sheath.) The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported suture stitched the artery closed. The artery being stitched closed can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo multiple suture-related inspections and a sample of devices functionally tested. Reportedly, a femoral angiogram was not taken prior to closing, a 12f or 14f sheath was used and the device was deployed in the superficial femoral artery. The proglide instructions for use (IFU) states prior to deployment of the perclose proglide device, evaluate the femoral artery for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The IFU warning section states not to use the perclose proglide device if the puncture site is located in the superficial femoral artery or the profunda femoral artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure. Also, a femoral angiogram is used to verify the location of the puncture site. The IFU indications for use states the perclose proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the reported information and the inspection criteria, a definitive cause of the reported artery being stitched closed could not be determined; however, the physicians technique may be a possible contributing factor. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the perclose proglide sutures were deployed using a preclose technique through a 6f in the superficial femoral artery (sfa) and contralaterally in unspecified artery before an abdominal aortic aneurysm (aaa) procedure. The sheath was upgraded to either a 12f or 14f sheath. After the aaa procedure, the sutures in the unspecified artery achieved hemostasis. However, the sutures in the sfa broke when they were pulled on. Another proglide was deployed and after hemostasis was achieved with the knot, the groin pulse was weak. A cut down was performed and the sfa was noted to have quite a bit of plaque and the sutures had closed the artery. The artery was reopened surgically and hemostasis was achieved. There was no adverse patient sequela. It was reported that the physician did not take a femoral angiogram before deployment of the sutures. The physician is reported to be in-training in the use of the device. No additional information was provided.